Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. Unexpected battery out limit alarms could not be confirmed due to the keypad anomaly. A cracked reservoir tube lip, a cracked belt clip slot, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported he was taking a shower and his insulin pump was on suspend mode. Afterwards, he tried to resume but the device was alarming battery out limit. He changed the battery and now the buttons are unresponsive. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer's blood glucose was 65 mg/dl. Nothing further reported.